Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported the unit did not function as expected. The user had to move the plug and cords around in order for the unit to function. The device was not changed out. No other details regarding the nature of the event were provided.